Manufacturer narrative:
A philips product support engineer (pse) reviewed the provided logs and determined that there were issues with the contacts/leads on the mx40. From the audit log, the issue is that there were connection issues between the leads and the mx40. The pic ix did not pick up any alarms based on what could be translated at around 0930 on (B)(6) from the audit logs. This could explain why there were no alarms recorded. A philips clinical support specialist (css) also reviewed the logs and agreed with the findings of the pse. The customer is using easi placement, which is why it is saying "a lead off". The css concurred with the previous assessment that the ECG lead/electrode contact is experiencing difficulty. There is a hr alarm (sector: fc 124 >120 generated at 09:33:27.) In the middle of the ECG lead off inops. Other than the lead being intermittently off, I don¿t see alarms paused or disconnect from pic ix which could explain the missing asystole alarm. (B)(6) 2025 08:56:58 ghdc 5106p sector: fc 128 >120 completed. Pic ix: wfpicixus02 (B)(6) 2025 09:31:07 ghdc 5106p a default contact generated at 09:31:03. Tx27 (B)(6) 2025 09:31:08 ghdc 5106p sector: failing this contact generated at 09:31:03. Pic ix: wfpicixus02 (B)(6) 2025 09:31:09 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:31:10 ghdc 5106p a default contact generated at 09:31:06. Tx27 (B)(6) 2025 09:31:10 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:31:11 ghdc 5106p sector: failing that, contact generated at 09:31:06. Pic ix: wfpicixus02 (B)(6) 2025 09:31:12 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:31:13 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:31:20 ghdc 5106p a default contact generated at 09:31:20. Tx27 (B)(6) 2025 09:31:21 ghdc 5106p sector: failing that, contact generated at 09:31:20. Pic ix: wfpicixus02 (B)(6) 2025 09:31:22 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:31:23 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:31:31 ghdc 5106p a default contact generated at 09:31:30. Tx27 (B)(6) 2025 09:31:32 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:31:32 ghdc 5106p sector: failing this contact generated at 09:31:30. Pic ix: wfpicixus02 (B)(6) 2025 09:31:33 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:31:38 ghdc 5106p sector: failing this contact generated at 09:31:36. Pic ix: wfpicixus02 (B)(6) 2025 09:31:38 ghdc 5106p a default contact generated at 09:31:36. Tx27 (B)(6) 2025 09:31:39 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:31:39 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:31:41 ghdc 5106p a default contact generated at 09:31:39. Tx27 (B)(6) 2025 09:31:42 ghdc 5106p sector: failing this contact generated at 09:31:39. Pic ix: wfpicixus02 (B)(6) 2025 09:31:43 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:31:44 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:31:49 ghdc 5106p a default contact generated at 09:31:48. Tx27 (B)(6) 2025 09:31:50 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:31:50 ghdc 5106p sector: failing this contact generated at 09:31:48. Pic ix: wfpicixus02 (B)(6) 2025 09:31:51 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:31:57 ghdc 5106p a default contact generated at 09:31:55. Tx27 (B)(6) 2025 09:31:58 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:31:58 ghdc 5106p sector: failing this contact generated at 09:31:55. Pic ix: wfpicixus02 (B)(6) 2025 09:31:59 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:32:02 ghdc 5106p a default contact generated at 09:32:00. Tx27 (B)(6) 2025 09:32:03 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:32:03 ghdc 5106p sector: failing that, contact generated at 09:32:00. Pic ix: wfpicixus02 (B)(6) 2025 09:32:04 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:32:05 ghdc 5106p sector: failing this contact generated at 09:32:02. Pic ix: wfpicixus02 (B)(6) 2025 09:32:05 ghdc 5106p a default contact generated at 09:32:02. Tx27 (B)(6) 2025 09:32:06 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:32:06 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:32:09 ghdc 5106p a default contact generated at 09:32:06. Tx27 (B)(6) 2025 09:32:10 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:32:10 ghdc 5106p sector: failing this contact generated at 09:32:06. Pic ix: wfpicixus02 (B)(6) 2025 09:32:11 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:32:22 ghdc 5106p a default contact generated at 09:32:19. Tx27 (B)(6) 2025 09:32:23 ghdc 5106p sector: failing this contact generated at 09:32:19. Pic ix: wfpicixus02 (B)(6) 2025 09:32:24 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:32:24 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:32:43 ghdc 5106p failing that, contact generated at 09:32:40. Tx27 (B)(6) 2025 09:32:44 ghdc 5106p sector: failing this contact generated at 09:32:40. Pic ix: wfpicixus02 (B)(6) 2025 09:32:45 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:32:45 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:32:47 ghdc 5106p sector: failing this contact generated at 09:32:43. Pic ix: wfpicixus02 (B)(6) 2025 09:32:47 ghdc 5106p a default contact generated at 09:32:43. Tx27 (B)(6) 2025 09:32:49 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:32:50 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:32:51 ghdc 5106p a default contact generated at 09:32:47. Tx27 (B)(6) 2025 09:32:52 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:32:52 ghdc 5106p sector: failing this contact generated at 09:32:47. Pic ix: wfpicixus02 (B)(6) 2025 09:32:53 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:33:08 ghdc 5106p sector: failing this contact generated at 09:33:03. Pic ix: wfpicixus02 (B)(6) 2025 09:33:08 ghdc 5106p a default contact generated at 09:33:03. Tx27 (B)(6) 2025 09:33:09 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:33:10 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:33:12 ghdc 5106p a default contact generated at 09:33:07. Tx27 (B)(6) 2025 09:33:13 ghdc 5106p sector: failing this contact generated at 09:33:07. Pic ix: wfpicixus02 (B)(6) 2025 09:33:24 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:33:25 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:33:26 ghdc 5106p sector: failing that contact generated at 09:33:21. Pic ix: wfpicixus02 (B)(6) 2025 09:33:26 ghdc 5106p a default contact generated at 09:33:21. Tx27 (B)(6) 2025 09:33:27 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:33:27 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:33:30 ghdc 5106p a default contact generated at 09:33:25. Tx27 (B)(6) 2025 09:33:31 ghdc 5106p sector: failing this contact generated at 09:33:25. Pic ix: wfpicixus02 (B)(6) 2025 09:33:32 ghdc 5106p fc 124 >120 generated at 09:33:27. Tx27 (B)(6) 2025 09:33:33 ghdc 5106p sector: fc 124 >120 generated at 09:33:27. Pic ix: wfpicixus02 (B)(6) 2025 09:33:35 ghdc 5106p fc 124 >120 completed. Tx27 (B)(6) 2025 09:33:36 ghdc 5106p sector: fc 124 >120 completed. Pic ix: wfpicixus02 (B)(6) 2025 09:33:38 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:33:39 ghdc 5106p failing that, contact generated at 09:33:34. Tx27 (B)(6) 2025 09:33:39 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:33:41 ghdc 5106p sector: failing this contact generated at 09:33:34. Pic ix: wfpicixus02 (B)(6) 2025 09:37:27 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:37:28 ghdc 5106p a default contact generated at 09:37:27. Tx27 (B)(6) 2025 09:37:28 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:37:29 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:37:29 ghdc 5106p sector: failing this contact generated at 09:37:27. Pic ix: wfpicixus02 (B)(6) 2025 09:37:30 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:37:32 ghdc 5106p a default contact generated at 09:37:31. Tx27 (B)(6) 2025 09:37:33 ghdc 5106p sector: failing this contact generated at 09:37:31. Pic ix: wfpicixus02 (B)(6) 2025 09:37:45 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:37:45 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:37:48 ghdc 5106p a fail contact generated at 09:37:47. Tx27 (B)(6) 2025 09:37:49 ghdc 5106p sector: failing this contact generated at 09:37:47. Pic ix: wfpicixus02 (B)(6) 2025 09:38:28 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:38:29 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:38:30 ghdc 5106p a default contact generated at 09:38:29. Tx27 (B)(6) 2025 09:38:31 ghdc 5106p sector: failing this contact generated at 09:38:29. Pic ix: wfpicixus02 (B)(6) 2025 09:41:56 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:41:57 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:42:14 ghdc 5106p sector: failing this contact generated at 09:42:12. Pic ix: wfpicixus02 (B)(6) 2025 09:42:14 ghdc 5106p a default contact generated at 09:42:12. Tx27 (B)(6) 2025 09:42:15 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus02 (B)(6) 2025 09:42:15 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:42:31 ghdc 5106p a default contact generated at 09:42:29. Tx27 (B)(6) 2025 09:42:32 ghdc 5106p sector: failing this contact generated at 09:42:29. Pic ix: wfpicixus02 (B)(6) 2025 09:42:34 ghdc 5106p failing that, contact completed. Tx27 (B)(6) 2025 09:42:35 ghdc 5106p sector: failing that, contact completed. Pic ix: wfpicixus0 (B)(6) 2025 10:18:35 ghdc 5115 rl failed contact generated at 10:18:33. (B)(6) 2025 10:18:36 ghdc 5115 sector: rl fault contact generated at 10:18:33. (B)(6) 2025 10:18:36 ghdc 5115 sector: ECG defcontacts completed. (B)(6) 2025 10:18:45 ghdc 5115 sector: rl contact fault completed. (B)(6) 2025 10:18:45 ghdc 5115 rl contact fault completed. (B)(6) 2025 10:24:08 ghdc 5115 a default contact generated at 10:24:06. (B)(6) 2025 10:24:09 ghdc 5115 sector: failing this contact generated at 10:24:06. (B)(6) 2025 10:24:25 ghdc 5116 a default contact generated at 10:24:20. (B)(6) 2025 10:24:26 ghdc 5116 sector: failing this contact generated at 10:24:20. (B)(6) 2025 10:24:32 ghdc 5116 sector: ECG defcontacts generated at 10:24:31. (B)(6) 2025 10:24:32 ghdc 5116 sector: failing that, contact completed. (B)(6) 2025 10:24:32 ghdc 5116 failing that, contact completed. Based on the information provided the mx40 was working as designed, configured and operated. The issue appears to be related to ECG lead connections. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was clarified there was no red alarm generated at the pic ix. The technical investigation was completed, revealing there were issues with the ECG leads during the event timeframe, which was likely why no alarms were occurring. The customer was using easi placement for ECG, in which the monitor displayed 'a lead off'. There was a high heart rate alarm in the middle of 'ECG leads off' inop alarms. Other than the intermittent lead off issue, there were no noted alarm pauses or disconnections from the pic ix which explains the missing asystole alarm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the alarms did not sound during bradycardia, sinus pauses, and an asystole event lasting more than 4 seconds. The patient used the nurse call light during the event to notify the nursing staff. It was noted that despite the resuscitation efforts, the patient passed away. No other clinical information or medical intervention was reported. Based on details available at the time of this review, there is insufficient information to determine whether the reported harm meets criteria for serious injury. Therefore, additional information is requested for further clarification and assessment of the customer¿s alleged harm(s).